Event description:
It was reported that the device had no telemetry and had reached eri (elective replacement indicator) before five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity.